Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and no reported deviations from the instructions for use (IFU) regarding reprocessing. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: full establishment full name: (B)(6) hospital. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The customer aspirated the water through the instrument/suction channel. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The customer brushed the instrument channel, instrument channel port, and suction cylinder. There were no other concerns with reprocessing. The device was returned and evaluated. During the evaluation it was found that due to clogging of channel-tube, foreign objects come out of distal end. This is most likely due to insufficient cleaning. In addition to the reportable malfunctions documented in b5, the additional evaluation findings are as follows: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the u/d (up, down) knob was out of the standard value. The bending section cover was discolored and the adhesive on the bending section cover had white-clouded area. The suction cylinder and the control unit, and the grip all were shaved. The universal cord had scratch and a wrinkle. The control unit had discoloration. The protector of universal cord on scope connector side, the objective lens, the plastic distal end cover, all had a scratch. The plastic distal cover had a dent. Due to a scratch on objective lens, the image has dark area partially. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had bending manipulation and insertion tube defects. The event was unknown. There was no report of patient harm. The device was returned and during the device evaluation the following reportable malfunctions were found. The suction channel had foreign objects and the forceps channel had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.